Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the brachial artery. The 90% in stent restenosed non-bsc stent was located in the calcified and moderately tortuous right coronary artery (rca). The physician advanced the 3.0mm x 15mm nc quantum apex balloon catheter to the lesion. Upon the first inflation, the balloon was inflated to 14atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex monorail (mr) device was received with blood and contrast visible in the balloon and inflation lumen. An inflation device was filled with water and used to locate a pinhole 14.5mm from the tip. Microscopic examination of the balloon material and the remainder of the device revealed no other damage or evidence of any material or manufacturing deficiencies that could have contributed to the balloon pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the brachial artery. The 90% in stent restenosed non-bsc stent was located in the calcified and moderately tortuous right coronary artery (rca). The physician advanced the 3.0mm x 15mm nc quantum apex balloon catheter to the lesion. Upon the first inflation, the balloon was inflated to 14atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.